Event description:
It was reported that the site's handheld was not charging properly, and that even though the handheld was plugged into the wall outlet, the power light on the handheld was not coming on at all. The connection of the ac adapter into the handheld was checked and there were no obvious visual anomalies reported. In addition, the site tried another outlet, and the issue did not resolve. The handheld and power cord has not been returned to manufacturer for analysis at this time.